Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2014, reporting that on (B)(6) 2014, their blood glucose (bg) was 17.8mmol/l with high ketones. The patient had been off the pump since (B)(6) 2014. This is the patient¿s second week on the pump. The patient removed the pump and gave themselves insulin by injection of different insulin and the bg returned to normal. Customer support (cs) reviewed all setting and were found to be correct. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.